Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were unable to program the right side lead. When they ran impedances all contacts 8-15 showed as greater than 10000 ohms. No external or patient factors were noted to have contributed to the issue. The patient was programmed to get bilateral coverage as best they could using only the 0-7 contacts on the other lead. It was noted that the physician may order an x-ray. The issue was not resolved at the time of the report. No patient symptoms reported.